Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was tubes/ extenders with molding defects (non-cosmetic) that can be used. This event occurred 4 times. The following information was provided by the initial reporter: the customer states "it was reported the tubes appear to have a physical indent at the top of the tube. Although the tubes still appear to have a vacuum and will draw blood, they cannot be tested on the analyzer.".

Manufacturer narrative:
Investigation summary: no samples and 1 photo were returned by the customer in support of this complaint. Visual examination of the photo was performed and revealed collapse. The retentions were inspected with no issues of collapse being identified. Based on the investigation results to date, root cause was not determined. Pic# pas-002-pic. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was tubes/ extenders with molding defects (non-cosmetic) that can be used. This event occurred 4 times. The following information was provided by the initial reporter: the customer states "it was reported the tubes appear to have a physical indent at the top of the tube. Although the tubes still appear to have a vacuum and will draw blood, they cannot be tested on the analyzer."